Event description:
Rn found large amount of blood and ivf on the linen, clothing, and under the ivc dressing. The rn documented that she only found the hub of the catheter laying on top of the skin. Ultrasound of upper left extremity confirmed catheter retained in cephalic vein. Surgery was performed to attempt to remove the retained catheter, however, removal was unsuccessful. The amount of blood loss because of this catheter was not significant enough to require a transfusion.